Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated a background check error message. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.